Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain and a burning sensation at the ipg pocket site. The surgeon replaced the iipg and relocated the pocket for the newly implanted device. The issue is reportedly resolved.